Event description:
The following info was reported: inflated balloon then pulled back and shuttled down. Mynx sealant and advancer tube did not deploy after sheath pulled back. Could no re-access with sheath. Deflated and held pressure for 20 minutes. The pt was discharged the same day.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was not returned with the device. The advancer tube was protruding from the shuttle cartridge. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies. Damage was observed at the proximal tip of the advancer tube and the proximal tamp lock. The deformed features indicated that the advancer tube may have been forced back over the tamp lock. The introducer sheath stopcock was also received in the close position. Failure to open the introducer sheath stopcock (as per IFU) could not result in blood being forced (due to pressure inside the introducer sheath) inside the advancer cartridge initiating proximal swelling of the sealant and resulting in a device jam. The review of the lhr (lot f1405605) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.